Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. According to the patient¿s wife, on (B)(6) 2025, the patient experienced hypoglycemia and was feeling almost powerless. The cgm was reading 70 mg/dl and the blood glucose reading was 30 mg/dl. The wife treated the patient with ¿emergency spray¿ (supposed to be nasal glucagon). There were no values provided after the patient was treated. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.